Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) by her husband due to hypoglycemia. The patient's blood glucose levels dropped to under 40 mg/dl while wearing the pod longer than 48 hours. Patient stated she was "acting bizarre" and could not remember what treatment was given, but she assumes glucose was provided as treatment. Patient was released from the ER after 3 hours. The patient was also on a medication called jardiance and it was their first day.